Event description:
It was reported to medtronic neurosurgery that during the implantation operation, prior to implanting the physician found that the valve was damaged. A new valve was used to complete the surgery. It was also reported that the patient has recovered from the surgery and has since been discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.